Event description:
Boston scientific crm received information that this atrial lead was exhibiting intermittent out of range impedance measurements greater than 2000 ohms. Intermittent noise was also noted on the atrial electrogram. The patient's pocket was opened and the atrial lead connection was checked which did not indicate a loose set screw. Testing the atrial lead through the pacing system analyzer was done. Electrograms looked clean and the impedance measurements were normal around 650 ohms. The physician elected to replace the lead as a precaution. During the extraction, the physician was unable to advance the stylet past the suture sleeve area of the lead, which indicated a possible fracture. A new atrial lead was successfully implanted.

Manufacturer narrative:
The lead was later returned for analysis. A visual observation confirm the lead was severed in two segments. Dried body fluids had infiltrated through out the entire lead lumen. The conductor coils were stretched at 20-68mm from the terminal pin. A fracture was noted at 248mm from the terminal pin and appeared to be a clavical crush. Electro-cautery damage was noted in multiple locations over the lead's insulation and the inner insulation had melted off the conductor coils. Laboratory analysis confirmed the field observations during initial testing.

Manufacturer narrative:
The lead has not been returned. Should this lead get returned it would be analyzed.